Manufacturer narrative:
Event date was not reported and approximated (B)(6) 2021, first day of the month the abstract was reviewed. Citation: fernandez pascual, e., quintana franco, l., martinez-ballesteros, c., linares espinos, e., martin vivas, c., castillo, e., bianco, f., & martinez-salamanca, j. (2020). Oncological and functional outcomes of image-guided cryotherapy for the treatment of localised prostate cancer: results from a high-volume centre. European urology open science, 19, e1335-e1336. Https://doi.org/10.1016/s2666-1683(20)33479-0.

Event description:
It was reported via abstract that continence, voiding and erectile function occurred. The purpose of the abstract was a review if treatment of localized prostate cancer using image-guided cryotherapy (CT) is becoming an effective and safe treatment option in oncological and functional terms. Retrospective study of image-guided CT procedures, performed between 2015-2018. Ninety-six patients underwent image-guided CT using galil system (cryoablation needles and control unit) in this period. During follow-up it was found patients experienced worsened issues with continence, voiding and erectile function.